Event description:
The customer reported approximately five (5) milliliters of diluent leaked behind the flowcell area and onto the counter involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe), consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a small fluid leak at line vl46b. The fse replaced the tubing and cleaned area. The fse removed and cleaned the shear valves and replaced the sample line from cvl85 to the main chamber, then replaced the sample line from the retic chamber to line ft17 and from the main chamber to line ft17. The fse adjusted the volume, conductivity, scatter (vcs) to 26.9, 26.7, 93 and 198 and performed system startup three times and background several times with no further leaks. The fse performed a precision test and it was within specification, with 8k diff counts. The fse completed quality control, and it was within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).